Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader burned and smoke was coming from the reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and burn marks were observed on the readers screen. The returned reader was sent for further investigation. An extended investigation has been performed on the returned reader and it was determined that the returned reader was likely exposed to microwave frequencies which damaged the printed circuit board assembly (pcba) and lcd. Attempted to turn on the reader and was unable to do so by button press, strip insertion, or connecting through a universal serial bus (usb) cable. Visual inspection was performed on the returned reader¿s printed circuit board assembly (pcba), and a burn mark was observed on the readers beeper circuitry, haptic motor, lcd screen, and the r60 resistor was broken. The returned reader was likely exposed to microwave field which resulted in the damage of the pcba and reader. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
Customer reported that their freestyle libre reader burned and smoke was coming from the reader. There was no report of death, serious injury, or mistreatment associated with this event.